Manufacturer narrative:
Investigation ¿ evaluation: on 04nov2022, cook china received a complaint from a representative at the (B)(6) facility, located in the city of (B)(6). Upon the placement of the ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh, lot 14572967), the connection between the catheter and the lock was found to leak when the normal saline was injected. To ensure the safety of the procedure, a new drainage catheter was used to continue the procedure. No other adverse effects were reported for this event. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures, as well as a visual inspection, functional test and dimensional verification of the returned device, were conducted during the investigation. One used device was returned for evaluation. It was confirmed that the device passed the gap gauge requirement. A functional test confirmed leakage from the cap and mac-loc connection site. A visual examination discovered that the lumen of the mac-loc adaptor to be obstructed by the flare being folded. When disassembling the cap and mac-loc adaptor, it was confirmed that the flare was creased and torn. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for 14572967 and all related subassembly lots found no relevant nonconformances that could have contributed to the reported failure mode. The torque driver used in the manufacturing of this lot was also within calibration. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The instructions for use (IFU) [ t_multi2_rev1, ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter] states the following. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the findings during the investigation, cook medical inc. Has concluded the device was manufactured out of specification. As a result of this discovery, the appropriate manufacturing personnel was notified. However, a review of the dmr, DHR and IFU concluded there is no evidence to suggest all items in the lot or similar devices in house or in the field are nonconforming. From the information provided, examination of the returned product and the results of our investigation, a definitive cause for the failure was a manufacturing deficiency. As it was found that the flare was folded and partially obstructing the lumen, it was determined that the device was manufactured out of specification. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person): phone:(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that leakage was observed at the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter during an unknown procedure on a (B)(6) male patient. After placement of the drainage tube, a leak was noted at the connection between the catheter and the lock, as normal saline was injected. The catheter was then removed and replaced with a new like device to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence.